Event description:
During the use of a reprocessed -sterilmed- ligasure ls1037 was placed inside the pt and the ligasure activated without being switched on. The ligasure was immediately removed and had to be unplugged from the generator to get it to stop.